Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00550, 1221359-2022-00551.

Event description:
The consumer reported false negative results with the binaxnow¿ covid-19 antigen self test for multiple patients this MFR report addresses patient 1 of 3. The consumer reported a negative result with the binaxnow¿ covid-19 antigen self test performed at an unknown date. Confirmation testing was performed at an unknown date with an unknown platform and generated a positive result. The patient stated that he/she was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.